Manufacturer narrative:
Implant date is unk. No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
It was reported that at an unspecified time following implant of veritas collagen matrix, the veritas was "liquified." The location of the implant is unk. It is not know what, if any, intervention was performed. The status of the pt is unk. No additional details are available at this time.